Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a blank display with no warning alarm. Customer's blood glucose reading was 225 mg/dl. The customer performed troubleshooting and the display returned. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.